Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was defective. As per follow up via phone on 17oct2022, it was noticed after use that pieces of the catheter appeared to have broken off and the patient was being scheduled for a computerized axial tomography scan to ensure no pieces were inside of patient.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the foley catheter was defective. Per follow up via phone on (B)(6)2022, it was noticed after use that pieces of the catheter appeared to have broken off and the patient was being scheduled for a computerized axial tomography scan to ensure no pieces were inside of patient.